Event description:
It was reported that during previous refills the residual volume differed significantly from the expected volume. The refill on (B)(6) 2011: filled with 18ml, the expected volume was 7.5 ml, 12ml were withdrawn. The refill on (B)(6) 2011: the expected reservoir volume was 1.3ml, but 18 ml could be withdrawn from the pump. During the replacement surgery, the proximal catheter end of the implanted 8731 showed "liquor reflow". No battery alarm was seen. It was noted there was no harm/injury/death. The patient outcome was noted as "baclofen dose finding in progress". The drug in the pump was lioresal.

Manufacturer narrative:
Analysis of the pump revealed motor/gear train anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the specific signs or symptoms experienced by the patient were unknown, however it was stated that the patient started having problems since (B)(6) 2011. Presently patient was receiving effective therapy. The implant date of the device was not known. In regards to the catheter it was stated that the model was not an sc (sutureless connector) model, but a prior 8731 or 8711 (connector with sutures) was used and this catheter was also re-used.

Event description:
Additional information later received indicated that patient experienced increased spasticity. The pump did not alarm. Contrast medium was injected into the side-port and fluoroscopy showed that the catheter was not obstructed. Magnetic resonance therapy (mrt) was performed and no granuloma was determined. With the new pump implanted, problems had immediately disappeared and therapy was fully effective.

Manufacturer narrative:
(B)(4).